Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions , component code), h11 corrected fields : d4 ( UDI )it was being reported that the cardiosave intra aortic balloon pump (iabp) had drive manifold assembly / noise related malfunction. There was no involvement of the patient during this incident. A getinge field service engineer (fse) replaced the "drive manifold"first time on 03/07/2024, the device worked very well and all the tests were conclusive. A second pass on the machine was made on 05/15/2024 to carry out the fsca d.01 update of the cardiosave. During initial testing, fse noticed a clicking sound on this same part. As a precaution, fse have recommended the part for a new replacement. The fse replaced the "drive manifold assembly (d104-00-0031)" and no more clicking is observed, the device works very well. The part must certainly be poorly manufactured, and that is why we observed a clicking sound after a few months. Equipment tested according to manufacturer protocol and is operational.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 26 nov 2024.the failure analysis and testing department received the drive manifold assembly serial number: (B)(6) with a reported unit failure of unusual clicking sound from drive manifold. The fat department performed a visual inspection of the part received and found that it has a broken solenoid k12.due to this damage. This part cannot be investigated any further by fat department.retaining the drive manifold assembly in the fat dept. Per procedure (B)(4).the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while getinge fst was performing a software update, the cardiosave intra-aortic balloon pump (iabp) units drive manifold assembly is clicking. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.